Event description:
Company representative reported later "replacement due to rupture for contralateral side". Un-reporting no complaint against the device

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2, d6a, d6b, g2, g4, h4, h6

Event description:
Patient reported "rupture". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.